Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via email regarding a 44-year-old female who used an unspecified herbal pad. No medical history was provided. Concomitant products included unspecified supplements. On the night of (B)(6) 2023, the consumer applied an herbal pad. A couple of seconds after using the pad, she felt uncomfortable. She could only wear it for 2 to 5 minutes due to intense pain. It was very painful, and it burned. Subsequently, then she took a shower. The shower did not help, and it was uncomfortable to sit. She did not use the product anymore. On (B)(6) 2023, her symptoms did not improve so she went to a doctor. The doctor told her that her labia was burned on the inside and outside. She was prescribed a steroid cream and diflucan (fluconazole) tablets. On (B)(6) 2023, she finished the diflucan, but she did not start the steroid cream due to cost. As of (B)(6) 2023, she her burn was still painful and uncomfortable. No additional information was provided.

Manufacturer narrative:
For this investigation, organic top sheet herbal regular pads lot code 220421-8728 coa was reviewed and confirmed all testing met specifications and was compliance. A different in market lot (220416-8728) which was in the same campaign as the lot in question (manufactured 5 days earlier) was investigated for quality compliance by the contract manufacturer. Quality compliance was confirmed, and lot tested within specifications.